Event description:
Company representative reporting on behalf of customer, advised customer was admitted to hospital due to high blood sugar. Caller advised she received a message from customer that she was admitted to hospital in (B)(6) because her pump stopped working and she was not alerted. Customer went to hospital in (B)(6) and then was life-lined to (B)(6) clinic. Caller did not know exact date when patient went to hospital or any details prior, during, or after event, did not know the type of treatment customer received before, during, or after incident. She did state customer told her the hospital took her pump and customer no longer has it. A request was made for the return of the device.